Manufacturer narrative:
The investigation conducted by the technical service engineer determined that the customer reported issue was associated with the camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the camera cable. The da vinci surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of june 16, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to using the system to perform any surgical tasks for a da vinci s prostatectomy procedure, the surgical staff experienced the left eye of the surgeon side consoles high resolution stereo viewer (hrsv) to be black and the right eye to have some interference. With the assistance of an isi technical support engineer, the site attempted to troubleshoot the system; however, the site did not have a back up camera cable. The patient had been under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.